Manufacturer narrative:
No further information was able to be obtained from this customer. The customer declined to have servicing. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An analyst reported that during a procedure the light source was oscillating during surgery and turned off. The case was completed as planned with o harm to the patient.